Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional service center (rsc) for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure in the r-unit and distal end. The light guide bundle was broken and internal corrosion in video cable was found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a component failure in the r-unit and therefore the image turned green. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope was unable to get white balance. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. There were no reports of patient injury or medical intervention associated with this event.